Event description:
It was reported the subject device had a distorted image. This issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a distorted image. This issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material in the nozzle. A root cause could not be identified. Based on the results of the investigation findings liquid leakage and corrosion of the scope connector were confirmed it is thought that water or moisture may have entered the scope connector, and it is speculated that the connector substrate may have been damaged as a result. A definitive root cause could not be identified for the foreign material in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.